Event description:
It was reported on (B)(6) 2024, prior to performing a PICC puncture and placement of a PICC in a patient by our urology staff, the operator checked the integrity of the catheter prior to puncture and found a leak in the wall of the tube, which was later replaced and used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.